Event description:
It was reported that the pulse generator was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was close to elective replacement indicator (eri). After downloading the product code, normal function ensued.